Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the end-user a new user of this product? No he has used it in over a ten cases now. Was the sales rep present during the procedure? No. What in the physicians opinion was the cause of the needle breakage? No idea. New user or experienced user? If experienced ¿ another device? Previously used vloc and didn't have this issue. Were the needle pieces removed during the same procedure? The whole needle was removed. Was there any additional tissue damage as a result of searching for the needle piece? No just case delay. Can you confirm that both needles were removed from the patient during same procedure? Yes. Were all needle pieces removed from the patient during same procedure? Yes.

Event description:
It was reported that the patient underwent robotic ventral hernia procedure on (B)(4) (B)(6) 2016 and barbed suture was used. During the procedure, the needle snapped off at swage site when removing from the port. The needle was removed from the patient¿s abdomen. There were no adverse patient consequences reported. No additional information was provided.